Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. Nonconformances were found. These non-conformances could have potentially contributed to the reported event. Two non-conformance records were completed to trend the defect of damaged o-ring, one non-conformance was completed for the defect of damaged o-ring, four non-conformance records were completed to trend the defect of inner cutter rotational orientation non-conforming, one non-conformance was completed for the defect of inner cutter rotational orientation non-conforming, one non-conformance record was completed to trend the defect of excessive material on inner diameter of o-ring, one non-conformance record was completed to trend the defect of excessive adhesive at the cutter/coupling area, one non-conformance record was opened to trend the defect of cut failure, and one non-conformance record was opened to trend the defect of short shot spacer. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Non-conformances or non-conformance records have been initiated or completed in relation to the related non-conformances identified within the non-conformance review. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the cutting and aspiration function stopped working during vitrectomy surgery. The surgery was completed after replacing the product pack with new one. There was patient contact, but no impact to the patient.